Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
It was reported that his male patient sustained injuries resulting from a knee prosthesis implanted at the time of his right knee procedure performed on or about (B)(6) 2015, and revised on or about (B)(6) 2022.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; there is insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, e, g. The revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation, and radiographs/photographs and operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.